Event description:
It was reported by service report that the cot has a broken horn on the head-end. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Investigation of this failure is still underway. Further info found to be relevant by the MFR will be submitted in a f/u MDR.